Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 22, 2020.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - updated lot number and added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3259, 4210, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code #1: 3259 - improper physical structure. Results code #2: 4210 - leakage/seal. Conclusions code: 4307 - cause traced to component failure. The affected sample was not returned so a thorough investigation could not be conducted. However, pictures provided with the complaint confirmed a damage arterial pigtail. A representative retention sample was inspected and no damage was observed specially in the arterial pigtail. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the tubing that is not built into the pack leaked off in the oxygenator. No patient involvement. The product was changed out. Procedure completed successfully.